Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced a recoverable fault 23008 on the mtmr. The customer attempted to resolve the issue by pressing 'retry,' but the problem persisted. Consequently, the customer moved to another console to continue the procedure. The event logs were reviewed via lighthouse, and the recoverable fault 23008 was identified as being related to the mtmr. The procedure continued robotically.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: (B)(4) master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. Performed a visual inspection and found no problem related to reported issue. The error 23008 (the pot and encoder are not in agreement on the position of the arm.) Was verified in lighthouse/aperture. The mtm was installed on an internal test system. Error 23152 (the voltage signal from one of the eleven hall effect sensors on the mtm clutch button has crossed the upper or lower limit of the safety envelope.) Occurred on startup, but error 23008 was not replicated during system testing. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. While the reported issue was not replicated during failure analysis, the errors confirmed in the logs indicate a possible issue with the mtm¿s sensors. Field h8 corrected to initial use.

Event description:
Refer to h11 for follow-up information.